Event description:
An adhesive issue was reported with the abbott diabetes care (adc) device. The adc device prematurely detached, and the customer was unable to obtain glucose readings. As a result, the customer experienced symptoms described as "redness, swelling," and had contact with a healthcare professional (hcp) who provided unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.